Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation identified that the collimator was tight. Recalibrated the collimator. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will boot up intermittently and that during fluoro the image is fluctuating. There was no report of patient injury.